Event description:
Pt brought to cath lab for repositioning of atrial lead. Original implant date 1999. Upon opening pacemaker pocket, physician noted "blood present in both leads." Both atrial and ventricular leads removed and new leads implanted.